Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with a loose header. A visual observation showed medical adhesive still attached to the header and no evidence of induced anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. Corrective action regarding header strength was implemented following device implant.

Manufacturer narrative:
The pacemaker was returned and is currently in analysis. When analysis is complete, this report will be updated accordingly.

Event description:
Boston scientific received information that during this pacemaker replacement procedure when the physician removed the pacemaker from the pocket using forceps, he noticed that the header had shifted on the pacemaker casing. The device continued to pace and sense appropriately. No adverse patient effects were experienced during this procedure.